Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead, product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 11-nov-2023, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 11-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was in the office for a post op appointment to turn the ins on. Patient was an evolve trial positive, so did a bipole at 5+ 6-, pw 200, rate 1000. The rep ramped up the milliamps and patient went into oor at around 7 before they could feel anything. The rep checked impedances and patient had several contacts that stated avoid. Rep reported it stated avoid 0, 1, 2, 3 and 8, 9, 10, and 11. The rep was able to program around with both leads however patient got oor on all three groups at around 7 milliamps. Patient was instructed to go home and see if the 3 groups help with his normal pain. Patient to follow up with rep again in 6 weeks. The hcp was given report about the leads and the fact that the patient was not feeling the stim, before he went into oor. Additional information was received from the rep. It was reported the patient called rep and stated they continue to be limited with how high they can turn the stimulation up. The patient tried turning all 3 programs up and he was getting the settings screen that would not allow him to go further. So far, the patient has tried group a for 2 weeks with no pain relief of his normal pain. The rep instructed to turn to group c and let them know by friday how it was working. Then the rep will have them turn to group b and call next week. If patient is not getting any relief, the rep will set an appointment to meet for reprogramming. Additional information was received. Patient has tried all 3 groups now and was getting 0 efficacy. Rep reached out to hcp and waiting on further instructions. Patient continues to be in oor. Unable to adjust on pp nor feel any stimulation. Issue not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2020. Product type lead product ID 977a290, serial# (B)(4), implanted: (B)(6) 2020. Product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Patient was scheduled for a revision today. Pre-surgical impedance check revealed all impedances somehow were in normal limits again. Rep was able to establish effective therapy for the patient. Rep then had him get in different positions and made sure the therapy was still good. Although there were some possible short circuits noted on subsequent impedance checks, none impacted therapy at this time. Patient was getting adequate therapy and therefore surgery was cancelled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the oor settings not available had not resolved. The physician was notified and had not yet contacted the rep on how they would like to proceed. Patient has triedall 3 groups and all 3 continue to show the settings not available.